Event description:
Nurse called asked the respiratory therapist to exchange co2 monitor because it had stopped reading. During that time patient's heart rate (hr) decreased to the 60s-80s from the 120s. The respiratory therapist acknowledged the nitric oxide machine was not delivering the nitric oxide. The ino alarmed for "ino delivery failure" and showed a red x over the dosage dial. During that time patient hr decreased to the 60s-80s from the 120s. The respiratory therapist acknowledged the nitric oxide machine was not delivering the nitric oxide. Respiratory therapist contacted supervisor and switched the patient over to manual bagging through the ino. Assistance with bagging and the ino unit turned off and back on to low cal, low calibration completed. Patient arrested and expired shortly after this event.